Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported the dermatomes are down due to broken hoses. No adverse events were reported as a result of this malfunction.